Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: garcia s et al. Simultaneous transfemoral transcatheter aortic valve replacement and trans-septal mitral valve-in-ring implantation after partial laceration of an alfieri stitch. Catheter cardiovasc interv. 2019 feb 15;93(3):559-561. Doi: 10.1002/ccd.27875. Epub 2018 sep 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) year-old male patient with a history of coronary artery bypass graft surgery, percutaneous coronary intervention, chronic atrial fibrillation, dual-chamber pacemaker, and previous mitral valve repair with a 27 mm medtronic duran ancore annuloplasty ring (serial number not provided). At an unknown duration later, it was noted that the patient had two hospitalizations for heart failure. Transthoracic and transesophageal echocardiograms revealed severe mitral stenosis and moderate-severe aortic stenosis with reduced leaflet mobility and aortic valve calcification. Subsequently, the patient underwent simultaneous transcatheter aortic valve replacement and transcatheter mitral valve replacement with 23 mm and 26 mm non-medtronic bioprosthetic valves, respectively. No additional adverse patient effects or product performance issues were reported.